Event description:
International affiliate reported that a cut was observed on the drain two weeks after the device was placed in the thoracic cavity following CABG surgery on 09/24/2005. Device functioned as intended for the initial two weeks. An unspecified drainage defect was reported and the patient subsequently developed a pneumothorax. Treatment for the pneumothorax was provided and the patient is recovering steadily.